Event description:
We tried interrogating the above mentioned devices and the message which said ¿implant is in standby mode-interrogation is stopped.¿ popped up. (Some of the devices showed ¿reset of implant has been performed.¿ before the standby mode message.) Clicked the ¿no¿ button and ended the session. Reinterrogated the devices and the same message came up. This time, the ¿ok¿ button was clicked. Interrogation was displayed on the top of the screen in yellow. But, the interrogation was not completed for a long time. Unloaded the wand from the devices in order to end the session.¿warning: programmer tried to load a patch, loading not complete. It is recommended to reinterrogate.¿ was displayed. Following clicking ¿ok¿, ¿interrogation is interrupted. Please quit the session and repeat the interrogation.¿ was displayed. The above sequence of events was repeated twice. 10 minutes later, we tried interrogation again. This time, we waited for a long time in patience following clicking ¿ok¿ in step 3. And then, a message ¿auto implantation detection will be deactivated.¿ was displayed with ¿ok¿ and ¿no¿ buttons. Preliminary analysis confirmed the reported behavior and revealed that the switch in standby mode was most probably caused by cross-talk with another pacemaker.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
1. We tried interrogating the above mentioned devices and the message which said "implant is in standby mode-interrogation is stopped." Popped up. (Some of the devices showed "reset of implant has been performed." Before the standby mode message.) 2. Clicked the "no" button and ended the session. 3. Reinterrogated the devices and the same message came up. This time, the "ok" button was clicked. 4. Interrogation was displayed on the top of the screen in yellow. But, the interrogation was not completed for a long time. 5. Unloaded the wand from the devices in order to end the session. 6. "Warning: programmer tried to load a patch, loading not complete. It is recommended to reinterrogate." Was displayed. 7. Following clicking "ok", "interrogation is interrupted. Please quit the session and repeat the interrogation." Was displayed. 8. The above sequence of events was repeated twice. 10 minutes later, we tried interrogation again. This time, we waited for a long time in patience following clicking "ok" in step 3. And then, a message "auto implantation detection will be deactivated." Was displayed with "ok" and "no" buttons.